Event description:
On 2 occasions, an 8 french suction catheter became stuck in the ett and required strong tugging to remove, jeopardizing the ett placement and airway access. No pt injuries in these cases. Upon discussion at staff meetings, several other rns stated difficulties passing the catheters. One known instance of complete inability to pass the catheter despite efforts by rn and md.